Manufacturer narrative:
Correction: the correct patient identifier is (B)(6), not (B)(6) as initially reported. Correction: the correct common device name is lxb, not mah as initially reported correction: the correct catalog number is 92130, not fcmb400 as initially reported. Correction: the correct 510k number is k100360, not k121317. (B)(4). Implanted device remains.

Manufacturer narrative:
This report is submitted on july 22, 2016, by cochlear limited on behalf of (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced chronic infections and skin overgrowth at the implant site. Revision surgery is planned; however it is unknown whether this has occurred, as of the date of this report.